Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hosp for infusion of retuximab. At this time, grinding noises were noted to be coming from the pump, which had started a few days before. Waveforms and vent filters were sent for analysis and revealed dust consistent with pump wear. The pt began to experience red heart alarms and flow of 0.8 l/min that spontaneously resolved as staff was preparing to hand pump. The pt was eventually placed on pneumatic support using stroke volume limiter (svl) and ip console until transplanted.

Manufacturer narrative:
The patient was transplanted in 2007, but unfortunately, expired after the surgery. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.